Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not been returned for evaluation.therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr. If additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had experienced low o2 inlet pressure . The customer confirmed that there was no patient involvement associated with the reported event.